Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from 2018-05-31 until 2018-11-08 (161 days). The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. An air cushion was detected during initial visual examination of the returned blood pump. The blood pump was tested for functional performance and did not meet its required functional performance. For further investigation, the pump was submitted for an external CT examination where an air cushion was detected between the between the middle and blood-side layers. A leakage was detected in the air-side and middle layer each. Furthermore, a few small particles were found between the membranes. The pump was then disassembled for further testing and the membrane layers were individually inspected. A leak in the air-side and middle layers each were detected. Both leaks were found on the rolling radius of the stabilization ring. The blood-side layer was found to be intact. At the time of investigation, the thickness of also at the defect locations was found to be within specification. The cause of the failure was most likely due to the graphite particles that formed due to an abrasion between the layers. This caused increased friction at points, which finally led to the defect in the air-side and middle layers of the triple-layer membrane. As a result of this defect, air got in and formed an air cushion, causing the reduced pump performance (incomplete filling and emptying). We have reviewed the production records of this pump and it was produced according to our specification this particular model is not available in the USA, however a similar device is available, therefore, we are reporting under the MDR regulations.

Event description:
We were informed that the clinic suspected a membrane defect in the left excor blood pump of a patient supported in the bvad configuration. The blood pump was exchanged in the clinic by trained personnel. The replacement of the blood pump was without complications and the patient is doing well again.